Event description:
It was reported that the extension leg tubing turn black on both lumens. It was stated the only medications that were infused were ceftriaxone 2g qhs and ns.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter discoloration was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample. Both extension tubes appeared discolored. Following longitudinal bisection of one tube within the discolored region, inspection of the inside surface revealed the discoloration to be more extensive. Microscopic inspection sample confirmed that the material of the extension tubes was discolored. The inside surface was scraped using an instrument confirmed that the discoloration permeated the extension tubing material. The observed material discoloration appeared to be more severe on the inside, suggesting that an infusate or combination of infusates may have contributed; however, the source of the discoloration could not be identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of recw1720 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1720 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension leg tubing turn black on both lumens. It was stated the only medications that were infused were ceftriaxone 2g qhs and ns.